Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), at implant with a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the balloon burst at the end of valve deployment.  Bav had not been performed.  The delivery system was prepped with nominal volume. During deployment, the physician noted there was blood in the inflator at the end of inflation.  The valve was already in place with good results and the delivery system was retrieved without any difficulty. The patient was doing well.  After delivery system retrieval ¿they inflated the balloon with air in some liquid in order to find the tear that was hardly visible otherwise¿. A very small, localized tear (0.5 mm) was observed in the proximal part of the balloon.  As per medical opinion, the cause of the balloon burst is unknown, it could have been due to patient conditions (mild annular/leaflet calcification). The device was discarded at the facility.

Manufacturer narrative:
Section h7 was updated. The recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
The ultra delivery system and axela sheath were returned after being used in the procedure.  The delivery system was fully inserted through the full loader assembly. The inflation balloon was burst. The delivery system was visually inspected and the following was observed; longitudinal balloon burst confirmed from middle of working length to proximal shoulder; scratch observed on flex shaft approximately 2" in length, about 4" from flex tip.  Due to the condition of the returned device and nature of the issue, no relevant functional testing could be performed. The complaint was confirmed through visual inspection.  Dimensional testing was performed and the balloon single wall thickness were within specification. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A lot history review was performed and revealed no additional similar complaints.   A review of complaint history from april 2018 to march 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for balloon burst which were confirmed.  However, no manufacturing non conformances were identified.  The review of complaint data found that the complaint rate did not exceed the control limit for the trend category. The complaint for balloon burst was confirmed through visual inspection of the returned device. Based on a review of the DHR and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. As the device was able to be de-aired during device preparation, it is unlikely there was issue with the device when removed from packaging. Scratches found on the flex shaft during visual inspection are potentially indicative of calcification in the patient¿s anatomy. Although no information was provided regarding the patient¿s anatomy, if calcification was present in the existing valve, it can present a challenging anatomy for balloon inflation. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. As a corrective action, a training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A CAPA has been initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase. Additionally, the CAPA will be used to capture the effectiveness of the training bulletin. However, it should be noted that this complaint occurred prior to the release of the training bulletin since no product non-conformances or labeling/IFU deficiencies were identified and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) escalation is not required at this time. However, a pra was previously initiated per management discretion to investigate the balloon burst issue and its associated risks.